Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experience a blood glucose level of 50 mg/dl and seizures, and was subsequently hospitalized. The cause was unknown, however, the contact alleged ¿bad timing¿ as the customer ate low glucose food and received normal insulin dosage. Customer was treated with a glucagon pen and food. Customer was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, the customer reverted to alternate therapy for diabetes management.